Event description:
On (B)(6) 2019, a 4mm amplatzer duct occluder was selected for implant in the ductus using a 6f 180/80mm amplatzer torqvue delivery system (lot number: 6942209). While releasing the device, the site had difficulty loosening the delivery cable. The cable snapped off rather then unscrew, and part remained connected to the device. The physician elected to leave the device in place. No patient consequences were reported.

Manufacturer narrative:
09/06/2019 mjr ¿ supplemental report needed to address analysis: the detached end screw of the delivery cable was confirmed. The detachment difficulty could not be investigated, as the end screw remains attached to the implanted device. The root cause of the distal end of the delivery cable detaching was traced to the laser welding process, as the exposed core wire of the returned portion of the delivery cable exhibited no evidence of weld penetration. As a result of this finding, abbott is performing further investigation.